Event description:
It was reported by the product end user that the product packaging "split, compromising sterility". The end user did not use these products. The end user did not provide product lot number nor product identification. Attempts were made to collect additional information without success. No photographs depicting the reported complaint issue were received. No harm reported.